Event description:
New information received notes that the insertable cardiac monitor re-exhibited failure to interrogate via bluetooth telemetry. No further intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Correction: g3. Date received by manufacturer in 2017865-2026-01513 submitted on 18 march 2026 should have been "26 february 2026" rather than "28 february 2026."

Event description:
It was reported that the patient presented in clinic with the insertable cardiac monitor (icm) exhibiting bluetooth telemetry loss. Upon interrogation, it was noted that the icm was in backup operation. A device reset was performed and the icm was restored. Patient condition was stable.

Manufacturer narrative:
The reported events of device in backup mode and no transmission being sent after recovery were confirmed. Based on the information provided, it was determined that the device entered backup mode due to power-on reset (por). The root cause of the por was unable to be determined. Additionally, it was determined that the device¿s real time clock (rtc) value was not restored correctly following the reset recovery, resulting in transmissions not being sent. After the rtc recovery was performed, the device experienced another reset and the device stopped advertising, preventing the device from being interrogated. The root cause of the device not advertising was not able to be determined, and there were no other anomalies found.